Manufacturer narrative:
The product was returned for evaluation. Investigation is ongoing.

Manufacturer narrative:
Valve was returned to edwards lifesciences for evaluation. Visual inspection confirmed presence of blue and black fiber-like particulates. Material analysis was performed on the isolated material collected from the returned valve with fourier transform infrared spectroscopy (ftir). Results scan from ftir indicated an approximate match for cellulose material. A device history record review did not reveal any issues manufacturing issues related to particulate contamination. Sapien 3 valves are manufactured under controlled environments in cleanrooms which meet all industry cleanliness classification requirements. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. Additionally, 100% visual inspections mitigate against the potential for particulates/fiber on the valves before holder and after holder attachment under 8x magnification. A manufacturing walkthrough was also performed in order to determine if the aforementioned blue/black cellulose could have originated at edwards. Engineering confirmed that the hvc cleanroom where sapien 3 valves are manufactured is free of black cellulose material. Blue cellulose sterilization wrap is present inside the cleanroom. However, this sterilization wrap is not present on the assembly line. It¿s typically used at the camera station and used as background for valve photography, if needed. The blue table covers identified in the manufacturing walkthrough are the same as those used in a surgical environment. Engineering is unable to conclude whether or not the source of the particulates are from cleanroom manufacturing environment at this time. Corrective action was previously initiated to address similar particulate issues. The thv valve from this complaint was manufactured on february 13, 2016 which is during the implementation date of these action items. As the potential for a manufacturing issue may exist, awareness training to applicable procedures was performed with the final packaging inspectors on 03/30/16. In this case the complaint for particulate contamination was confirmed, but no manufacturing non-conformities were found in the returned sample. The evaluation of this complaint provided no evidence that the particulate came from the manufacturing process at edwards lifesciences. At this time, there is insufficient information to determine root cause. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
As reported, the valve was opened and during first rinse, debris was discovered in the saline and on an inner aspect of one leaflet. Removal of the particle from the valve was not performed. The particles were describes as blue/black, small, round, lint-like.